Manufacturer narrative:
The customer reported that their AED is flashing red and prompting an error code of "AED error or warning; asi blank". The maintenance frequency is daily and the activity performed was checking the asi light. The tech was able to clear the service code or warning. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that their AED's asi is blank and reported a service code after a self-test. The maintenance frequency is daily, and the activity performed was checking the asi light. The customer did not report this occurred during patient use.